Manufacturer narrative:
P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. The pump passed the displacement test and self test. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm (linenumber = 213 ; filenumber = 30) was found in the formatted history file on 05/20/2021 at 09:26am due to a software error. The following were noted during visual inspection: scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an pump error alarm. Customer restarted the insulin pimp and it worked as designed. Auto test was performed successfully. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.